Event description:
The customer reported the probe wipe block leaked several drops of fluid involving coulter act 2diff al. The customer had on personal protective equipment (ppe), gloves, laboratory gown, and goggles and cleaned up the fluid leak. Patient results were not affected. There was no exposure to open wounds or mucus membranes. There was no report of injury or adverse effect associated with this event.

Manufacturer narrative:
The customer stated the issue was resolved earlier within the week and had not resurfaced. Service was not dispatched. The unit was in operation. The customer has exposure control/risk management plans at the facility. (B)(4).